Event description:
A report was received that the bsn sales representative met with the patient because the patient was not feeling stimulation. During the meeting, the bsn sales representative noticed oozing from the pocket incision site which the physician drained. X-rays confirmed lead migration. The patient was scheduled to undergo a lead revision, however the physician noticed blood seeping from both incision sites. The physician elected to explant the entire system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan 2x8 paddle lead (lim), 50 cm the explanted ipg and paddle lead were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and paddle lead found them to be satisfactory.

Event description:
A report was received that the bsn sales representative met with the patient because the patient was not feeling stimulation. During the meeting, the bsn sales representative noticed oozing from the pocket incision site which the physician drained. X-rays confirmed lead migration. The patient was scheduled to undergo a lead revision, however the physician noticed blood seeping from both incision sites. The physician elected to explant the entire system.